Event description:
Rptr indicated that she was getting communication errors while trying to communicate with a pt's generator. Troubleshooting did not resolve the issue. Physician's programming wand was returned to MFR for prod analysis; however, that analysis is not yet completed.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.